Manufacturer narrative:
The customer reported that this unit showed a shock malfunction error when performing the opcheck on initial testing, before first use of the device. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this unit showed a shock malfunction error when performing the opcheck on initial testing, before first use of the device.